Event description:
The following has been reported: neonatal intensive care unit, around 4pm. The syringe pump was being used on a patient, with a flow rate of 5.7 ml/h. After a few minutes, the alarm sounded and the nurse saw the syringe pump itself change the flow rate from 5.7 ml/hour to 4.5 ml/hour. The syringe pump is stopped immediately. Reporting as a conservative measure (uncommanded change in flow rate). No adverse event information reported. More information is needed to complete the investigation.